Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducers are getting wet during hemodialysis pretreatment. Upon follow up, it was reported that the transducers are exchanged for a different one and the patient¿s treatment is then able to start and complete without issue. There is no sample available to be returned for evaluation.